Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the reservoir lip ring was loose. Customer's blood glucose value was unknown. Customer was advised to discontinue the pump and revert to the back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, damaged keypad overlay texture and minor scratched lcd window.